Manufacturer narrative:
Attempts to obtain the product for evaluation were unsuccessful. The information provided was reviewed by engineering. It was indicated that no definitive conclusions can be made based on this information. Review of manufacturing history records found a total of (B)(4) pieces of this lot were released for distribution on may 3, 2014 with no deviation or anomalies. A two-year complaint history review did not find any previous reports of this nature for this lot. No trend was identified for reports of this nature for this part number. The need for corrective action was not indicated.

Manufacturer narrative:
(B)(4). Upon completion, a follow up report will be submitted. Device not returned to manufacturer.

Event description:
It was reported that during a procedure performed on an unknown date, while using the lock-screw torque driver (39-rd-0060) with a custom line-to-line torque limiting handle to final tighten the lock-screw, the tip of the driver broke. The broken tip was easily removed from the lock-screw and the procedure was completed with no further issue using the second lock-screw torque driver provided in the set. There was no patient injury or delay to the procedure.